Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the last year, there was a large and gradual increase in impedance measurements with the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.